Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. Evaluation summary: (B)(4): the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that the inner tubing was kinked/buckled and there was blood in/on the helix/lobe mechanism.

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.